Event description:
The customer reported that the surgeon was having "problems" with vacuum during the cataract procedure. The pt sustained a corneal/scleral burn, and the post operative refractive error was estimated to be greater than three diopters.